Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertained to product code sxpp1b420. Upon visual assessment of the returned sample, it was noted a foreign matter (brown stain) on the winding former. In addition,the foil packet was examined and no issues related to foreign matter were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: are there photos available for visual analysis? It was updated on ecm. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available for visual analysis? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, when a scrub nurse opened the package, there was a blood like stain on the package, so the product was not used. Another package was used. No adverse patient consequences were reported. Additional information was requested.